Event description:
It was reported that the pump declared alarm 30 while pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The cartridge alarm recurred despite attempting a new load technique, so cts assisted by arranging a pump replacement and confirmed the shipping address. The customer was instructed to put the pump into storage mode and return it within 10 days using a pre-paid label. Acknowledgement was received, and the customer planned to use mdi as a backup therapy to ensure continued insulin delivery.